Event description:
Patient developed bilateral inflammation and abscesses. Incision, antibiotics, and prednisone was required for intervention. Patient was also diagnosed with hidradenitis suppurativa.